Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. The device history records were reviewed for the reported lot number aa4307f03, the records indicate the product met manufacturing procedures and was accepted by quality assurance inspectors. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
It was reported that the mic-key enteral feeding device keeps popping after about 20 days. The care reported that the last time the device popped the patient was taken to the emergency room since it had been over four hours since it was noticed the tube had come out. The doctor dilated the stoma to get the mic-key device back in. The patient is doing fine and with other issues reported. No additional information was provided.